Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle to be implanted exhibited high pacing impedance. The lead was replaced. No patient consequences.